Event description:
It was reported that the patient passed away due to multisystem organ failure. It was noted that the patient had a heartmate 3 left ventricular assist device and centrimag right ventricular assist device implant with removal of impella 5.5 on (B)(6) 2023 with significant postoperative bleeding. The patient was placed on continuous renal replacement therapy (crrt) on (B)(6) 2023. The patient experienced acute postoperative respiratory failure with hypoxia and hypercapnia and acute aspiration requiring intubation on (B)(6) 2023. The patient underwent left brachial, ulnar, and radial thrombectomies on (B)(6) 2023 for left brachial thrombus. On the same day the patient had progressive hypotension and right ventricular failure that required escalated doses of vasopressors. The family requested the patient be transitioned to comfort care. The patient was taken off biventricular assist device support, ventilation, crrt and vasopressor support at 0143. The patient passed away at 0144 on (B)(6) 2023. Related manufacturer reference number for the heartmate 3: 2916596-2023-07281.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H6: health effect - clinical code renal failure (2041) and heart failure (4446). Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag device could not be conclusively established through this evaluation. The centrimag blood pump instructions for use (IFU) lists bleeding, hypotension, thromboembolism, and multiple types of organ failure and dysfunction as adverse events that may be associated with the centrimag circulatory support system. The IFU states that the pump is intended to be used with systemic anticoagulation and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. This document also instructs the user to always have a spare centrimag blood pump, back-up console, and equipment available. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current centrimag blood pump instructions for use (IFU) lists bleeding, hypotension, thromboembolism, multiple types of organ failure and dysfunction (including respiratory failure, renal failure, and right heart failure), and death as adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.